Event description:
It was reported that nurse had a sensica device screen which was frozen on (B)(6) 2022 in ICU. The user reset the device and noticed that 3 prior hours were not displaying. The device later displayed the information in the previous hours after an additional hour had elapsed. Per follow up information received on 07feb2022, patient was involved.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that nurse had a sensica device screen which was frozen on (B)(6) 2022 in ICU. The user reset the device and noticed that 3 prior hours were not displaying. The device later displayed the information in the previous hours after an additional hour had elapsed. Per follow up information received on 07feb2022, patient was involved.

Event description:
It was reported that nurse had a sensica device screen which was frozen on (B)(6)2022 in ICU. The user reset the device and noticed that 3 prior hours were not displaying. The device later displayed the information in the previous hours after an additional hour had elapsed. Per follow up information received on (B)(6)2022, patient was involved.

Manufacturer narrative:
The reported issue was confirmed design related. The identified root causes is ¿software issues¿ as it was confirmed that due to certain software steps being interrupted, that uo was not being reported or calculated correctly. Furthermore, multiple contributing factors were identified for the uo accuracy issue under evaluation: ¿ambiguous IFU¿, ¿ungraceful shutdown,¿ ¿not following IFU,¿ ¿power issues,¿ ¿software anomaly assessment,¿ ¿product acquisition evaluation and integration," and ¿ICU layout¿. However, all the contributing factors are correlated to the disrupting software operations particularly with relation to the power supply and ungraceful shutdowns. It was a combination of the ungraceful shutdowns that forced the software issues to be identified with increasing precedence. These issues were previously thought to be a lower risk level, but the current complaints show that this assessment was inaccurate. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. The device did not meet specifications, and was influenced by the reported failure. The device was in use on a patient. The device was not returned for evaluation. Labeling review is not required because labeling could not have prevented this issue. Correction: g h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned